Event description:
A talent abdonimal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm had a 1 cm long neck with mild angulation and measured 23-25mm in diameter without thrombus or calcification. Both iliac arteries were calcified. The stent graft was implanted under the lowest renal artery. It was reported that during the implantation, the physician ballooned the graft twice, but a proximal type I endoleak was still observed. The physician elected to use a palmaz stent to resolve the endoleak, and the final angiogram confirmed successful resolution of the endoleak. No additional clinical sequelae were reported. And the pt is fine.

Manufacturer narrative:
Evaluation results: endoleak. Other (secondary intervention required).